Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.the asr platform was voluntarily recalled from the market in in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.(B)(4)

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint ¿ litigation alleged the patient suffered pain, physical injury, bodily impairment and excessive blood levels of chromium and cobalt as a result of the implanted asr hip. Doi: (B)(6) 2008 - dor: none reported (right hip). Pt is a resident of the state of (B)(6). Update (6/12/2013) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update 27 oct 2014 - der rcvd. Updated dor, patient age, height, weight, surgeon and sales rep info. Updated cup and head and reported stem and sleeve.